Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a leak under the diluter of the coulter lh 780 hematology analyzer. Customer reported that the leak was contained in the area of the primary needle cartridge. Customer reported that no erroneous results had been reported out of the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) observed the source of the leak was a ruptured tubing going from the primary needle through blood detector (bd)3. The fse could not find the cause for the ruptured tubing. The fse replaced the tubing and the instrument ran without any issue. There was no further evidence of leaking after the replacement of the tubing. The fse verified the repairs were performed per established procedures. The fse verified the results met published performance specifications.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).